Event description:
It was reported that a patient presented low voltage impedance issue on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not yet received.